Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2012. Temperatures are recorded below the recommended minimum temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2012 and (B)(6) 2016, the device was still in fault mode on the (B)(6) 2016 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, some of ten minutes duration, were observed in the device memory during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.